Event description:
Pt was implanted on unk dates with prosthetic total hip and prosthetic total knee replacements. On an unk date pt was then treated with competitor's plate and screws for orif periprosthetic femur fracture. On an unk, late date, the competitor's plate broke. Pt was returned to the operating room in (B)(6) 2011 and was revised to synthes plate, screws, cable fixation, and cadaver femoral strut graft. Pt was again returned to operating room on (B)(6) 2012 for a broken synthes plate and a heterotopic non-union. Surgeon performed a revision orif of periprosthetic femoral fracture and removed all hardware and pt was revised with a new plate construct. Surgeon added an add'l plate construct as well as an iliac crest aspirate graft and allograft. The cadaver femoral strut graft was cleaned and reimplanted. This is 11 of 16 reports for the same event.

Manufacturer narrative:
Implanted: approx (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion can be drawn, as no product was received.